Manufacturer narrative:
Analysis not required due to the complaint related to enlite serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has issues regarding their insulin pump's sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 194 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer also had the needle of their insulin pump stuck in the serter. The serter and sensor were sent back for analysis. The customer was sent a new sensor. No further information was provided.